Event description:
Account experienced discrepant sodium results for two patient samples. Patient 1, male, initial: 136 mmol/l, repeated twice, gave results of 121 and 137 mmol/l. Patient two, male, initial: 124 mmol/l repeated as 136 mmol/l. No adverse events were reported in association with the incorrect results. The account found the sodium electrode was excessively aged and repaired the instrument by replacing the electrode.